Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin pump error alarms or unexpected battery errors noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specs. Unit received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a battery error and a pump error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.